Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 50-55 mg/dl; cause was not known. Juice was consumed to address low bg. Customer declined to upload pump data for tandem technical support to review. Recommendation was made for the customer to discuss the event with a healthcare provider.